Event description:
The customer provided the following architect bnp patient results: patient 1: 25.4 pg/ml, patient 2: 13.3 pg/ml, patient 3: 325.9 and 291.9 pg/ml, patient 4: 3395.7 and 3313.1 pg/ml. The customer indicated the results were not questioned by the physician and no impact to patient management was reported.

Manufacturer narrative:
Event information was updated to include patient results provided by the customer. No other updates were necessary.

Manufacturer narrative:
Correction/removal number: 3002809144-06/4/19-006-r. No patient specific information available. A product recall letter was issued to all architect bnp customers who have received calibrator or control lots still within dating. The letter informs the customer of the issue regarding a time dependent stability issue of the architect bnp calibrators and controls that may lead to controls out of range and shift in control and patient results. The letter informs the customer all architect bnp calibrators and controls will have shortened expiration dates of 165 days from the date of manufacture. The letter instructs the customer to discontinue use of the lots which are beyond the 165 day expiration and destroy any remaining inventory. The cause of the shift is instability of the architect bnp calibrators and controls.

Event description:
The customer reported falsely elevated architect bnp results for four patient samples while using the architect bnp calibrator lot 44k79318. There were no actual patient results provided. There was no reported impact to patient management.